Event description:
The advocate stated that the customer tested her blood glucose and received a reading of 300mg/dl using her contour meter. She retested using another meter and received a reading of 113 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting showed the contour system to be operating as designed. No product will be returned for eval.